Event description:
On (B)(6) 2020, a reporter for the lay-user/patient contacted lifescan (lfs) USA, alleging that the patient¿s onetouch verio2 meter read inaccurately high compared his feelings and/or normal readings and compared to another meter (paramedic¿s meter). The complaint was classified based on the customer service agent (csa) documentation. The reporter stated that the alleged issue occurred early morning on (B)(6) 2020. The reporter claimed the patient obtained what he felt was an inaccurate high result of ¿243 mg/dl¿ with the subject meter. The patient manages his diabetes with oral medication (metformin 500 mg 1 pill daily). The reporter denied the patient made any changes to his usual diabetes management regimen in response to the elevated reading. The reporter claimed that early morning on (B)(6) 2020, after the alleged issue began, the patient developed symptoms of ¿sweating, confusion and comatose.¿ the emergency medical services were contacted for assistance. The reporter claimed that on their arrival, the patient¿s blood glucose was measured at ¿10 mg/dl¿ on the paramedic¿s device. The time difference between the lifescan meter reading and paramedic¿s meter reading was not provided. The patient was reportedly treated with a glucagon injection and hospitalization was not required. At the time of troubleshooting, the csa noted the patient did not have control solution available to perform a quality control test. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly received medical intervention for an acute low blood glucose excursion after obtaining an alleged inaccurate high result with the subject meter. The subject meter could not be ruled out as a cause or contributor to the event.